Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a patient caretaker that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of a cycler after cancelling the pd treatment. The caretaker reported receiving an air detected in cassette alarm during drain 1 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. In a follow up with the patient caretaker it was verified that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The patient was able to perform manual treatments in the absence of a cycler. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area near upper and lower catch post. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The valve actuation test passed. The system air leak test passed. The patient sensor check passed. The accelerated stress test passed. No fluid leaks were found during the removal of the cassette. During internal inspection found hp3 filter tubing clogged. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. They were visual indications found on rear panel. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported by a patient caretaker that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of a cycler after cancelling the pd treatment. The caretaker reported receiving an air detected in cassette alarm during drain 1 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. In a follow up with the patient caretaker it was verified that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues.the patient was able to perform manual treatments in the absence of a cycler. The cycler was returned to the manufacturer for physical evaluation.